Manufacturer narrative:
Analysis of the programmer confirmed the customer comment that the programmer required calibration, a deviation was noted between the stylus tip and the touch screen. Analysis also noted that stylus cable was pinched (but functional), the paper tray was empty, the bullet assay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration issue, the stylus was slightly offset. There was no patient involvement.